Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a lower abdominal adnexal fluid collection procedure, the access wire tip had detached within the patient. The patient presented with an infected adnexal mass and chronic pain. The patient was admitted to the interventional radiology suite for aspiration of the mass under fluoroscopy and CT guidance. The introducer needle was advanced into the mass were purulent fluid was aspirated from the patient. An .018 access wire was then placed, and a catheter was advanced over the wire and the introducer was removed leaving the access wire in place. Upon removal of the access wire, a small amount of resistance was experienced. After removal of the access wire, it was noted that the flexible guidewire tip had detached. The physician aspirated 12 ml's of pus from the adnexal mass for microbiology assessment. The catheter was then removed. A post-procedure CT scan revealed the detached segment of the wire within the right adnexal abscess. The patient was discharged from the hospital. An antibiotic was administered [oral and IV] after admission on july/09/18 and during patient discharge. The patient returned to the radiology suite approximately 3 days later with persistent infection. Additional fluid was aspirated again from the patient's adnexal mass and the detached wire fragment was successfully retrieved from the patient. The patient's infection improved, and the patient was discharged three [3] days later. The extended hospitalization was due to the infection and chronic pain.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was found and no similar complaints for this lot number were found. Corrective actions are in process.